Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. Blood glucose level at the time was noted at 128 mg/dl, which is within the normal range. Technical support assisted the caller by providing instructions to press the button more effectively and, after confirming the pump's warranty, decided to replace the pump. The caller was given instructions for putting the pump into storage mode and agreed to return the faulty pump using a pre-paid label.